Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of -18.00/3.5/111 (sphere/cylinder/axis) into the patients right eye (od). Lens rotation not associated to a low vault was observed. Lens repositioning was performed but the problem did not resolve. Lens remains implanted. It was reported that the cause of the event was due to patient-related factors, however it was reported that the device failed to perform as intended. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).